Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii/IV. Physician reported, "any creases" observed, during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Crease/folding of implant: crease fold observed, on the device. Additional observations: deformation observed, on the device. White particle observed, on the device.

Event description:
Physician reported "any creases" observed during surgery. The device has been explanted.